Manufacturer narrative:
(B)(4). Device not rec'd, log review only. The data set and event logs have been rec'd and the eval is pending. A f/u report will be submitted with failure investigation results once it has been completed.

Event description:
Customer reported an infant in the nicu weighing (B)(6) grams unintentionally rec'd a large volume of blood (prbc) in a short time. The infant did not incur harm from the event, but required close monitoring for intracranial hemorrhage related to the volume. The infant did have several neurological assessments along with scheduled cranial ultrasound. The hospital is requesting an event log review. They believe the nurse programmed the pump to deliver 0.1mls over 15 mins to start the transfusion. While performing pt care, it was discovered that the pump was running at 38ml/hr and that 5ml had infused. Customer states that no further pt or event info is available.